Event description:
It was reported that the pt had pain and the stem was loose and replaced.

Manufacturer narrative:
An eval of the reported device cannot be performed as it was retained by the pt and was not returned to the manufacturer. Additional info (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report.